Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/pt contacted lifescan (lfs) in 2006 alleging that her ultra meter was reverting to the memory. A medical affairs specialist (mas) mailed a letter to the pt, since the user could not be reached for further clinical info. On an unspecified date, the pt tried to test on her meter and when she inserted the test strip into the meter, it displayed the last blood glucose reading. There is no info on whether she experienced any symptoms at the time of the event. She took insulin after attempting to use the meter. She was admitted to the hosp around 11:30 am and her blood glucose readings from the lab were 54 mg/dl, 48 mg/dl and 235 mg/dl (exact time of those readings were not provided). The pt was treated with an injection of glucagon. No further clinical info was provided. The meter is not a new product (out of box). Customer care advocate (cca) assisted the pt with the proper testing procedure and issue was resolved. It would have been helpful to know the pt's diabetes regimen, readings prior to the event, how long pt was unable to test, how the pt uses meter readings to manage her diabetes, and how long the pt was in the hosp. Cca sent the pt a replacement meter. The complaint is being reported, since the pt was unable to obtain a blood glucose reading, took insulin, sought medical attention for symptoms, and was found to be hypoglycemic.